Event description:
Patient reports an unresolvable service error code. The patient is also getting "connect the plug" alerts while the therapy cable is plugged into the monitor. Wcd role in the event is pending evaluation of to-be-returned device.